Event description:
The surgeon reported that during cataract surgery the system suddenly stopped working. There was a burnt smell from the system. The anterior chamber collapsed and the posterior capsule broke. The surgeon could not perform the anterior vitrectomy with the system and a manual anterior vitrectomy was performed. An anterior chamber iol was implanted. The wound was sutured. The surgery was extended an hour and 20 mins. Corneal swelling was noted. The iop increased three days later and a laser iridotomy was performed to relieve the pressure. Additional info received stated that corneal swelling was improving.

Manufacturer narrative:
The company service representative examined the system and the power supply was replaced. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. This report was mailed to FDA on: 12/07/2008.